Event description:
Bd smartsite extension set with 0.2 micron low protein binding filter added to the end of primary tubing for infusion medication. Line primed down to cap. When line was attached to the patient, the filter began to backflow leaving 5-6 inches of air at the distal end of the line. This was caught by 2 rns who were examining the line to ensure the filter did not back up. This is a frequent event that is causing concern for patient safety. I think this should be discussed with the manufacturer at this time to evaluate potential issues. There is a risk with these filters that even when primed, they can backflow and cause air to be administered intravenously if not caught.